Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on b)(6) 2015 to report that on (B)(6) 2015, patient experienced a loss of connection between the transmitter and receiver. Dexcom representative advised patient to reset the device and then insert a new sensor. No additional patient or event information is available.